Event description:
Per the independent repair center, the customer alleged problem is alarming/red light, and the key failure is the poppet valve is not shifting. Associated malfunction for this device: rex roth valve stuck.